Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient would be going back for surgery on (B)(6) 2018 because "the guy that assisted the surgeon cut the line and messed it up." It was stated that the patient's memory was at "like 99 and 2/3 percent," but after the surgery, the patient's brain swelled up a little bit, and they said that was not unusual. The patient already had their staples removed on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va1tj27 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the rep verifying the procedure on (B)(6)2018 was aborted and the ins was implanted on (B)(6)2018. An updated ID card was sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 3387s-40 lot# va1tj27 serial# implanted: explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stating that a lead was accidentally cut off on (B)(4) 2018 and that was why the second phase of the procedure was not done. Rep noted that the lead will be replaced tomorrow